Manufacturer narrative:
The cup remains implanted.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. (B)(4). Concomitant medical products: g7 acetabular shell pn 010000665, ln 3886971; g7 screw pn 010000998, pn 3316546; g7 acetabular liner pn 110003619, lot 3273515; taperloc pn 51-110060, ln 3746912; delta ceramic femoral head pn 650-1162, ln 2016090302; taperloc pn 51-110060, ln 3746911; delta femoral head pn 650-1160, ln 2016090314; g7 acetabular liner/ pn 110003619/ ln 3273515 or 3132276.

Event description:
Patient's left hip was revised one day post-implantation due to shell loosening and migration. During the procedure, the cup was repositioned and 2 screws inserted for fixation. The cup remains implanted.